Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's misunderstanding of erratic results. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of erratic blood results via pharmacist, jennifer. Expected blood glucose results fasting range from 100 to 120mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test refused. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 11/14/2017 and open vial date is 04/23/2015. Recall test results performed fasting from meter memory: (B)(6). No adverse advent reported.

Event description:
Consumer complaint of erratic blood results via pharmacist, (B)(6). Expected blood glucose results fasting range from 100 to 120mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test refused. Verified storage of test strips is within instructed spec. Test strip lot MFR's expiration date is 11/14/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 111mg/dl, (B)(6) 2015, 01:20pm; 106mg/dl, (B)(6) 2015, 09:55am; 151mg/dl, (B)(6) 2015, 08:53am; 84mg/dl, (B)(6) 2015, 08:26am; 110mg/dl, (B)(6) 2015, 08:00am; no adverse advent reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.